Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Concomitant medical products: 42532006402, tibia, lot # 64066668, 42502006002, femur, lot # 63946930. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00011, 3007963827-2020-00012.

Event description:
It was reported that approximately 6 months post implantation, the patient had complaints of severe pain, difficulty with adls and stiffness. At 1 year post op, heterotopic ossification was identified on an x-ray. There has been no report of any intervention. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please see 3007963827-2020-00035.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please see 3007963827-2020-00035.